Event description:
The customer contact reported that channel 1 of the device did not sound an audible alarm tone during an alarm condition. During testing at the user facility, channel 1 of the device displayed e301 (audio alarm failure) but did not sound an audible alarm tone. There were no reports of any adverse patient events while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.